Manufacturer narrative:
The manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. There is no physical damage on the device. The reported issue was confirmed. The root cause of the reported issue was found to be damaged pin. The product was scrapped. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the connection cord is missing a pin. No patient injury was reported.